Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (2.5 mg/ml, 0.77 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the pump stalled on (B)(6) 2018, at 10:18 and recovered at 10:57 on the same day. The patient had an MRI on that date. The patient had a second MRI on (B)(6) 2018. Tube set occurred on (B)(6) 2018. And recovery did not occur until it was telemetered on (B)(6) 2018. The stall duration was 590 hours. The patient experienced no symptoms. No further complication was reported.